Event description:
It was reported that during a procedure, the fiber broke and burned the physician. This occurred with a second fiber also. The procedure was completed using an alternative device. There were no patient complications. Fiber 2 of 2.

Manufacturer narrative:
B1. Adverse event/product problem: correction.

Event description:
It was reported that during a procedure, the fiber broke and burned the physician. This occurred with a second fiber also. The procedure was completed using an alternative device. There were no patient complications. Fiber 2 of 2.